Event description:
User experiencing false negative urine leukocytes tests results on approximately 3-4 patients per day since 2007. The following example was provided: initial result negative for urine leukocytes. A microscopic exam was performed which showed 20-25 wbc's per hpf. No erroneous results were reported. If additional information is received, appropriate notification will be provided.